Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the alarm history shows evidence of three call service (cs) -054 alarms with date of (B)(6) 2007; no cs-052 alarms were observed in alarm history. The pump was exercised for a 24 hour duration period and no call service alarms were duplicated. Investigators removed the pump cover and there was no evidence of moisture or damage to the pc board or transceiver flex. The cs alarm was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.